Event description:
A customer reported to baxter corporate product surveillance an unknown amount of interlink continu-flo solution sets which leaked. According to the report, the tubing sets where found leaking "at the spike". It is unknown when this event occurred. Patient involvement, injury, medical intervention, and adverse events are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a cut/hole. The reported condition was confirmed. A root cause has not yet been determined. A batch review could not be completed as the lot number was not provided by the customer.